Event description:
Additional information was received that as a result of the issue, an alternate device was employed. The surgical procedure was completed successfully and there was no delay.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. According to the data log, the ccm date changed to 2087 causing the 'service gas system' message. The fsr replaced the coin cell battery of the ccm. Release testing was performed. The unit operated to the manufacturer's specifications. Per data log review, the system was used on 27-jan-2023. On the next power up the date jumped to 30-jul-2087. This would cause the gas system to report the oxygen sensor expired as reported (calibration issue). On the next power up the date corrected itself to 30-jan-2023 clearing the message.